Manufacturer narrative:
D10 concomitant prod: product ID: mrasc0005 sn: (B)(6) product ID: mrasc0002 sn: (B)(6) product ID: mrasi0001 sn: unknown product ID: mrasi0004 sn: unknown product ID: mrasc0002 sn: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right hemicolectomy procedure, towards the final phase of the procedure, the bipolar fenestrated grasper (bfg), the monopolar curved shears (mcs) and cadiere forceps (cf) were all inserted in the patient cavity. The surgeon had positioned the endoscope so that the right-side instruments were visible, which were the mcs and cf. At this time, a medtronic representative present during this procedure recommended bringing the bfg, located on the left-side, into the field of view to ensure full control of all active instruments. The surgeon repositioned the bfg into the field of view and used the bfg to apply traction to the colon, then locked this instrument in place. After doing this, the surgeon moved the field of view back to where only the mcs and cf were visible. After approximately 5 minutes, the bfg that was connected to the arm cart assembly (aca) 3 was repositioned without visual control, and when it was brought back into the field of view, it was observed that the bfg had penetrated the colon resulting in visible bleeding upon withdrawal. Shortly after this, the patient experienced a sudden drop in blood pressure, requiring immediate removal of the instruments from the patient and emergency resuscitation to stabilize the patient. The patient was reported to have been stabilized. The vascular surgeons were called, and the procedure was converted to open to complete the procedure.